Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 2mm distal of the distal markerband and extending approximately 16mm proximally across the balloon material. The rated burst pressure for this device is 12 atmospheres per wolverine pi eifu (japan). A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found no kinks or damage to the shaft or hypotube of the device.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified popliteal artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured vertically upon first inflation at 10atm within 30 seconds. The device was removed using normal method without any problem and the procedure was completed with a different device. There were no complications reported and the patient was in good condition after the procedure.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified popliteal artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured vertically upon first inflation at 10atm within 30 seconds. The device was removed using normal method without any problem and the procedure was completed with a different device. There were no complications reported and the patient was in good condition after the procedure.